Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an electrocardiogram (ECG) showed what appeared to be loss of capture and review was requested. A boston scientific technical services consultant stated the calibration of the surface ECG was unconfirmed; therefore, the length of the asystole could not be determined. Further review of the data identified intermittent some asynchronous pacing at 100bpm and the loss of capture was approximately 2.4 seconds in-between the intrinsic beats. Patient condition rather than a device issue is suspected to be the cause or the reported clinical observations. No adverse patient effects were reported.